Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to correct reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure that universal surgical manipulator (usm) 2 was not allowing the customer to move the patient clearance joints up or down. The user power cycled the system with no change. The customer proceeded with the case without usm 2. There were no related errors in the system logs, nor reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and it was confirmed in the logs the patient clearance button was unresponsive. The usm was installed on an in-house system and the issue was not replicated. The usm passed all relevant testing. The complaint was confirmed based on the system logs, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to an issue with the insertion tornado button assembly.

Event description:
Refer to h11 for follow-up information.